Event description:
The customer reported the system "periodically" was switching off. This likely indicates the system was shutting down without command. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.